Event description:
The customer reported during extended self test the screen froze and would not respond on the avea ventilator. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). Vyaire field service technician went onsite and evaluated the device. Technician tested user interface module and was freezing up. Technician replaced user interface module and tested and meets all factory specifications. Owner verification process and user verification test done. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.